Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticky or non-responsive and had to press more than once to get the buttons to respond. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had a diminished battery life and the customer was changing new batteries every 2 days. The customer stated that the treading on the battery cap was worn. The device will not be returned for analysis.